Manufacturer narrative:
Three samples were submitted for investigation. Samples 1 and 3 are from patient 1 and sample 2 is from patient 2. The customer's anti-sars-cov-2 results were reproduced at the investigation site. All samples were tested by a rapid assay and all samples were negative. The samples were also measured by another independent roche in-house assay which also detects antibodies against sars-cov-2: samples 1 and 3 from patient 1 were negative. Sample 2 from patient 2 was positive. The anti-sars-cov-2 results may be due to exposure to fragments of viral particles or to a non-productive infection with sars-cov-2. Both patients seem to have been exposed to virus/viral fragments without productive infection and developed individual immune response, which were not detectable by both rapid assays. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The samples were requested for investigation.

Event description:
The initial reporter complained of discrepant positive results for 2 patient samples tested for elecsys anti-sars-cov-2 (anti-sars-cov-2) on a cobas e 411 immunoassay analyzer. Patient 1 results from the e411 analyzer were 1.50 coi (positive) and 1.47 coi (positive). Patient 2 results from the e411 analyzer were 1.35 coi (positive) and 1.33 coi (positive). Both patients were tested with the alltest rapid test and the results were negative. This product is not listed on FDA's list for emergency use authorization. A new sample was taken from patient 1 three days after they stopped taking zinc. The result was 1.01 coi (positive). It is not known which results were believed to be correct. No pcr testing was performed. The e411 analyzer serial number was (B)(4).